Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of rhe investigation results will be provided in a supplemental report.

Event description:
Customer reported that the tracheal cuff was inflated prior to use and the cuff would not inflate. The customer confirmed that the product was not used on the pt.